Event description:
It was reported that the patient with this pacemaker device exhibited pacing inhibition on the right ventricular (rv) channel. The patient was dependent on this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed that there was pacing inhibition and noise. Ts recommended to recreate the noise and consider fixed sensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device exhibited pacing inhibition on the right ventricular (rv) channel. The patient was dependent on this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed that there was pacing inhibition and noise. Ts recommended to recreate the noise and consider fixed sensing. This device remains in service. No adverse patient effects were reported. This device was explanted as part of advisory. The device was returned, and analysis was completed, and the report is updated with the product investigation results.